Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bledding"), systemic lupus erythematosus ("lupus"), pregnancy with contraceptive device ("pregnancy (termination)") and seizure ("seizures") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (29may2002; 15aug2006; 29nov2007; 12apr2010; 14may2014). Concurrent conditions included overweight. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera) and vitamin b12 (cyanocobalamin and analogues). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("rash/skin rash"), systemic lupus erythematosus (seriousness criterion medically significant), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), headache ("headaches"), pregnancy with contraceptive device (seriousness criterion medically significant), seizure (seriousness criterion medically significant), visual impairment ("vision problems"), eye disorder ("eye problems"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea") and skin disorder ("skin disorder"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/any complications or problems at the time of your essure procedure"), back pain ("lower back pain"), arthralgia ("leg and hip pain"), neck pain ("neck pain") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on 2-dec-2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, systemic lupus erythematosus, tooth disorder, dyspareunia, fatigue, alopecia, depression, migraine, headache, seizure, visual impairment, eye disorder, weight increased, back pain, arthralgia, neck pain, abdominal pain upper, dysmenorrhoea and skin disorder was resolving and the genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, rash, seizure, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bledding"), systemic lupus erythematosus ("lupus"), pregnancy with contraceptive device ("pregnancy (termination)") and seizure ("seizures") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2014). Concurrent conditions included overweight. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera) and vitamin b12 (cyanocobalamin and analogues). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("rash/skin rash"), systemic lupus erythematosus (seriousness criterion medically significant), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines"), headache ("headaches"), pregnancy with contraceptive device (seriousness criterion medically significant), seizure (seriousness criterion medically significant), visual impairment ("vision problems"), eye disorder ("eye problems"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea") and skin disorder ("skin disorder"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/any complications or problems at the time of your essure procedure"), back pain ("lower back pain"), arthralgia ("leg and hip pain"), neck pain ("neck pain") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, systemic lupus erythematosus, tooth disorder, dyspareunia, fatigue, alopecia, depression, migraine, headache, seizure, visual impairment, eye disorder, weight increased, back pain, arthralgia, neck pain, abdominal pain upper, dysmenorrhoea and skin disorder was resolving and the genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, rash, seizure, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, skin rash, lupus, dental problems, dyspareunia, fatigue, hair loss, depression, migraines, headaches, pregnancy (termination), device ineffective, seizures, vision problems, eye problems, weight gain, lower back pain, leg and hip pain, neck pain, stomach pain, dysmenorrhea, skin disorder added. Reporters,medical history, lot number, lab data, events outcome, concurrent condition, concomitant medication added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.